Event description:
It was reported that the user received a ¿dosing stopped¿ notification after replacing the g7 sensor, then paired the sensor only in the g7 app and not in the ilet pump, resulting in no glucose readings and a blood glucose of 206 mg/dl; troubleshooting and education were completed to enter the correct pairing code in the pump. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to improper procedure, and no applicable device component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.